Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "found patients pillow wet. His IV was leaking from the purple leur access device. I had to restart his levo gtt for hypotension and titrated up to 7 mcg when this was discovered. You could see it leaking out the side, it could have been a crack." No injury reported.